Event description:
There is a black gray shadow around the charging contacts of the inform ii meter which caller believes to be melting. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.